Event description:
Material 367841, batch no. Unknown. It was reported that during use of the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the tubes were losing vacuum during the draw. The following information was provided by the initial reporter: there was a study conducted from nov. 2017 to jan. 2018 and they were losing vacuum during the draw. No occurrence qty, no date of event, no pt identifiers, no samples. Inquiry: the customer would like to know the difference in the additives in the tubes. Is the vacuum in the two tubes the same?

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material 367841, batch no. Unknown. It was reported that during use of the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the tubes were losing vacuum during the draw. The following information was provided by the initial reporter: there was a study conducted from (B)(6) 2017 to (B)(6) 2018 and they were losing vacuum during the draw. No occurrence qty, no date of event, no pt identifiers, no samples. Inquiry: the customer would like to know the difference in the additives in the tubes. Is the vacuum in the two tubes the same?